Manufacturer narrative:
Additional information: b3, b5, b6, and d10 b5: upon follow up, it was reported the patient experienced bacterial peritonitis. It was reported on an unknown date, the patient was discharged from the hospital and antibiotic treatment has been discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. The patient was hospitalized and treated with meropenem injection (1g, once daily, intraperitoneal, ongoing), vancomycin injection (1g, every 5th day, intraperitoneal, ongoing) and amikacin injection (500mg, every 48 hours, intraperitoneal, ongoing) for peritonitis (3rd episode). It was reported hospitalization and treatment are ongoing. At the time of this report, the patient was recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.